Event description:
It was reported the patient was no longer receiving effective stimulation due to high impedances. During the revision procedure to replace the extension, the extension was removed from the lead and the lead diagnostics revealed high impedances. The procedure was abandoned and surgical intervention may be pending at a later date to address this issue.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).